Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shocks due to over-sensed noise. The patient was seen in-clinic, where the artifacts were reproducible with provocative maneuvers. The physician suspected a potential electrode fracture or sense node b artifacts. Boston scientific technical services (ts) was contacted and confirmed there were two inappropriately treated episodes for over-sensed non-physiological noise. There were additional untreated episodes with over-sensed artifacts. Additionally, ts noted that the shock impedance measurements of the delivered shocks were elevated (between 129 to 138 ohms). It was strongly recommended to assess the system position and integrity via diagnostic imaging and further provocative maneuvers. Should any abnormalities be observed, a system revision was recommended to ensure appropriate therapy delivery. Recently, the system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.